Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the screen was really hard to see. The customer added that they changed the battery and the wording on the screen was faded. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 171 mg/dl at the time of the incident. The customer stated that exposure to moisture when the insulin pump was submerged in a pool was the significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer added that they were told that the insulin pump could be worn in a pool or submerged in the water. The insulin pump will be returned for analysis.